Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported right heart failure, as well as a direct correlation to the heartmate 3 lvas, serial number: (B)(6) could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number: (B)(6), until they underwent routine heart transplant on (B)(6) 2018. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2016. Heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. This IFU lists right heart failure as an adverse event that may be associated with heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the patient went to the emergency department on (B)(6) 2018 due to their implantable cardioverter defibrillator (ICD) firing. The patient had right heart failure. The patient was hospitalized and changes were made to their medication. The event resolved without sequelae on (B)(6) 2018.